Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# 10439236 serial# (B)(4)), pentaray nav eco catheter (model# d128211 lot# 17647092l), lasso nav catheter (model# d134301 lot# unknown), mobicath sheath (model# d140010 lot# x3737363). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent his third ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After creating the left atrial voltage map and performing roof ablation, the mitral isthmus was ablated from the left atrial endocardium. Block line was not completed; therefore, the mitral isthmus was ablated broadly. Coronary sinus (cs) potential was not split, so the cs was then ablated. Left atrial endocardial ablation was performed again. At this point, the patient became hypotensive and a pericardial effusion was confirmed via body surface echocardiography. Pericardiocentesis yielded an unspecified amount of arterial blood. Patient was stabilized and transported back to the ward. There is no information regarding extended hospitalization. Patient outcome is improved. Site of injury was not determined. It was noted that the adverse event may have occurred during ablation phase. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it was related to procedure and patient condition. Transseptal puncture was performed with an unspecified needle. Mobicath sheath was in use. Generator was set on power control mode at 20-25 watts. There is no information regarding other generator settings, power titration, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Overall ablation time was approximately 20 minutes. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/05/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent his third ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).